Manufacturer narrative:
The customer hmi (hygiene microbiological investigation) results reported the device tested positive (all channels) with pseudomonas aeruginosa at 100 cfu, stenotrophomonas maltophilia at greater than 200 cfu. The ofr hmi (hygiene microbiological investigation) results reported the endoscope tested positive with burkholderia pseudomallei at 6 cfu on (B)(6) 2021. The hmi country sampling shows a non-conform result to (B)(4) regulation. Ofr reprocessed the endoscope and performed a new sampling. Results has not yet been received. Below are information on customers cds checklist: manual- detergent use- aniosyme 3, cln -the detergent use for cleaning, paa - the disinfectant use for disinfection. Storage- armoire- dsc 8000, cds: paa_cds machine soluscope 4. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, after a microbiological routine control test on the subject medical device as required by (B)(4) regulation, the user detected an unexpected contamination. The issue found during reprocessing. The user then sent the device to the olympus (B)(4); (B)(4) olympus subsidiary for hmi (hygiene microbiological investigation) for further investigation. The user did not report any contamination or any patient injury or patient infection to which this medical device could have been a contributory cause. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation, the legal manufacturer's final investigation, the hygiene microbiological investigation report and correction to report source. Report source: checked "other" to add the country (B)(6). After being reprocessed a second time per the instructions for use (IFU) and sent out for additional testing, the microbiological analysis report indicated the channels of the scope were cultured and results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device was evaluated where no abnormalities were found though there were several technical defects such as bending section cover glue separation, universal cord buckles, and angulation issues. These defects were not considered severe enough to cause a potential adverse event and are likely due to wear and tear damage from use over an extended period of time. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the relation between the event and the device could not be confirmed. Though lower than that standard value, growth was confirmed after reprocessing in accordance with the instructions for use (IFU). This information is addressed in the instructions for use (IFU): "reprocessing manual: 1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. " olympus will continue to monitor the field performance of this device.